Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used three cook endoscopy zilver self-expanding biliary stents. The first two stents were placed successfully. The intended position of the third stent was to be placed in the common bile duct and extending into the duodenum. The third stent was deployed but the location of the stent was not immediately visualized. After several x-rays the physician decided the third stent had been placed over one of the previously placed metal stents. The endoscope used during this procedure was removed and cleaned. The technician cleaning the endoscope stated a cleaning brush was used and did not recall encountering any resistance when passing the cleaning brush through the accessory channel. The endoscope was subjected to high level disinfection. Two days later, the same endoscope was being used to perform an endoscopic retrograde cholangiopancreatography (ercp) on a different pt. During this procedure, the physician encountered resistance when advancing a sphincterotome through the endoscope channel. Another physician in the procedure room directed the physician to push the sphincterotome with additional force. When additional force was applied to the sphincterotome, a biliary stent partially exited the endoscopy accessory channel while inside the pt and could be seen with the endoscopic camera. The endoscope and biliary stent were removed from the pt simultaneously and the biliary stent was removed from the distal end of the endoscope. Another endoscope was used to complete the procedure. A foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for evaluation. We could not conduct a review of the device history record or conduct a sample test from this lot because the lot number was not provided. After a review of the account ordering and shipping history, the lot number could not be determined. A review of the twelve month complaint history for this product family was conducted. This report represents an unusual occurrence. Based on this review, the likelihood of this type of report is rare. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Stent deployment inside the accessory channel of the endoscope can occur if the handle of the introduction system is advanced before the stent delivery system is in proper position. The instructions for use direct the user to advance the device in short increments until it is endoscopically visualized exiting the endoscope. Once the stent delivery system is in correct position for deployment, the user is instructed to loosen the cap on the proximal end of the stent delivery system. The instructions for use direct the user to begin stent deployment by holding the wire guide port hub stationary and slowly pulling back on the stent delivery system while monitoring the position of the stent fluoroscopically. The user is directed to continue pulling back on the delivery system until it is fluoroscopically confirmed that the stent is completely deployed. The instructions for use direct the user to fluoroscopically visualize the radiopaque markers on either end of the stent for proper stent placement. Prior to distribution, all zilver biliary self-expanding biliary stents are subjected to a visual inspection to ensure device integrity. Corrective actions: no corrective action warranted at this time because this report could not be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. This observation represents an unusual occurrence. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.